Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a followup report will be submitted

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of quality records found the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the sensor balance was unable (intermittent). The device failed water pattern testing - offscale. The catheter material was found to by wavy. Sensor malfunction was due to faulty solder joint inside the connector. Based on their review, the supplier determined the cause of the failure to be related to a manufacturing error. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During procedure it was noted that the sensor could not be identified. There was no adverse event or extended surgery.